Manufacturer narrative:
Date of event: date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain and degenerative disc disease/herniated disc pain. It was reported the pump was sticking out ¿like a sore thumb¿ because she lost a lot of weight. The patient confirmed the pump was still flat under the skin but was budging out more due to the weight loss. At the time, the patient noticed it stinking out more she was (B)(6) and now was (B)(6). The patient was scheduled for a revision on (B)(6) 2019. The event date was about a month or month and a half ago in 2019 (specific date not reported). No further complications were reported/anticipated or expected.